Event description:
Same case as MDR ID 2134265-2014-07947, 2134265-2014-07948. It was reported that plaque shift occurred. In (B)(6) 2012, the patient presented due to unstable angina and non st elevation myocardial infarction (nstemi). Cardiac catheterization was recommended and index procedure was performed. The target lesion was a de novo, bifurcated, long lesion located in proximal left circumflex (lcx) and extending to 2nd obtuse marginal (om2) branch with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation using 2.5 x 20 mm maverick balloon catheter and placement of a 2.75 x 32 mm promus element plus stent. Following post dilatation using 3.25 x 6 mm quantum apex balloon catheter, residual stenosis was 20%. However, during the procedure plaque shift into the mid lcx beyond the 2nd om was noted and was treated with multiple inflations using 3 x 15 mm meverick balloon catheter. Following post dilatation, residual stenosis was 0%. In (B)(6) 2012, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).